Event description:
It was reported that tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The 24mm device was partially recaptured twice and then fully recaptured due to the proximal position of the device. A 27mm device was then prepped and loaded. After deployment, the device landed proximal to the ostium so a full recapture was performed. At this point the distal end of the was noted to have came apart via echo. The procedure was cancelled. No patient complications were reported.

Event description:
It was reported that tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The 24mm device was partially recaptured twice and then fully recaptured due to the proximal position of the device. A 27mm device was then prepped and loaded. After deployment, the device landed proximal to the ostium so a full recapture was performed. At this point the distal end of the was was noted to have came apart via echo. The procedure was cancelled. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned device consisted of a truseal device. The device was bloody. Analysis of the hub/valve, tip, and sheath included microscopic and visual inspection. Inspection revealed kinks in the sheath located 3 cm, 5 cm and 7.8 cm from the tip and tip damage (partial delamination of ptfe liner). Inspection of the rest of the device found no other damage or defects. The device was functionally tested by attaching a syringe (filled with water) to the hub of the device. Positive and negative pressure was applied with the valve in the open position, and water easily flowed through the valve. Damage to the device was confirmed.